Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported an unknown side "rupture". Device was explanted and replaced. Return availability is unknown.

Manufacturer narrative:
Article citation: charles a messa iii, jessica bereszniewicz, charles a messa IV, secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures, aesthetic surgery journal, 2025;, sjaf236, https://doi.org/10.1093/asj/sjaf236. Additional author information: dr charles a. Messa IV is an integrated plastic surgery resident, department of plastic surgery, larkin community hospital, miami, fl. Dr jessica bereszniewicz is a general surgery resident, department of general surgery, memorial healthcare system, hollywood, fl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.